Event description:
The following information was reported: significant resistance was encountered while the physician was pressing button # 2. The sealant pulled out with the removal of the device, the sealant remained on the shaft. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 6 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1413603) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. It should be noted that the device used in the reported event was expired. The safety and effectiveness of mynxgrip have not been established in expired devices. (B)(4).